Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caller reported that an unspecified low scan was received on the sensor and as a result, the customer was provided unspecified medical treatment from a non-healthcare professional. No further information was provided and attempts to gather additional information have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.